Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.

Event description:
It was reported that during a da vinci si hysterectomy procedure the monopolar curved scissors (mcs) instrument sparked and burnt through the mcs tip cover accessory installed on the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as the instrument did not exhibit any evidence indicative of arcing. The instrument metal components located at the distal end of the instrument does not have any char marks and does not have any burrs and/or damage on the components that would cause an arcing event. The mcs tip cover accessory used in the conjuction with the instrument was not returned. The instrument passed electrical continuity testing. No physical damage to the instrument was found.